Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage and stretching at implant. The analyst noted that the lead was received with severe damage. The helix was fully extended and could not be retracted due to distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension. (B)(4).

Event description:
It was reported that during implant surgery, the physician could not get the patient's right ventricular (rv) lead helix to extend. The lead was attempted but a different lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.